Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The staples were coming out sideways, jaws would not open and they were stuck on the cystic duct. The device was removed from duct with some effort, but no damage to the duct. Unknown how the case was completed. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B) (4). Information is unavailable; device was not returned for eval.